Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced hyperglycemia. The customer's blood glucose level was 585 mg/dl. The customer was treated with insulin pump for high blood glucose level. The customer stated symptoms related to high blood glucose such as nausea, vomiting, abdominal pain and difficulty in breathing. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer does not allege pump was under delivering. Customer stated auto mode feature was not active. The insulin pump will not be returned for analysis.